Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a tmicl lens into the patient's right (od) eye on approximately (B)(6) 2019. On (B)(6) 2019 the lens was repositioned by the surgeon because it had rotated. Attempts to obtain additional information have not been successful.